Manufacturer narrative:
Per caller- the monitor is not reading the correct numbers, it inflates but the numbers aren't correct, brought to doctor to confirm and doctor stated incorrect reading as well. Customer reported that the device was giving higher readings than usual and they took it to a physician to confirm ths issue. The customer also reported that the item stopped working "about three weeks ago and that both his mom and him use it." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per caller- the monitor is not reading the correct numbers, it inflates but the numbers aren't correct, brought to doctor to confirm and doctor stated incorrect reading as well.